Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not take a blood pressure (measurement). The customer stated that the screen was frozen on the nbp measurement screen. No patient harm was reported.